Event description:
Outpatient scheduled for interventional peripheral angioplasty. During procedure, balloon catheter broke off in abdominal aortic bifurcation. Part of balloon catheter removed from sheath. Angiogram performed showing perforation of right iliac artery and remaining balloon catheter. Second interventionalist was able to retrieve balloon catheter and perforation sealed with viabahn. Patient was stable throughout case, transferred to ICU post procedure for close monitoring.